Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/ pelvic floor it was reported that patient had reached upper limit. Patient also report return of symptoms. Additional information was received from the patient and it was noted the no actions/interventions were taken to resolve their issues. The doctor wanted the manufacturer representative to reset their device but they were not able to contact them. Additional information was received from a manufacturing representative and it was noted that after talking with the healthcare physician's staff, there was nothing they could do for the patient. The patient was going to find an alternative therapy for their over active bladder. Additional information was received. The patient reported they were having a return of symptoms and stated they had reached the maximum on program 4, it's up to 6 something. Patient stated the return of symptoms began about 4 months ago. Patient stated they spoke with a manufacturer representative in (B)(6) 2017. Patient was assisted with changing programs from program 4 to program 1 and they raised it up to 6.0, but still was not feeling stimulation, so they changed to program 2 and raised it up to 5.0v and they still weren't feeling stimulation. It was reported the patient had experienced a fall that may be related to the reported issues. It was recommended the patient follow-up with their healthcare provider. No further complications were reported or anticipated.